Event description:
Boston scientific received information that a health care provider (hcp) caring for the patient with this cardiac resynchronization therapy defibrillator (crt-d) indicated that they were seeing intermittent pacing over the previous few days. The hcp also reported that the patient had a ventricular tachycardia episode for which the patient was shocked. After the shock, the patient was reported to be in what appeared to be a nodal rhythm with no device pacing. Attempts to obtain additional information from boston scientific field representatives were made. No additional information was known. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.